Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported while attaching the stop cock, the flush port broken. Therefore, the device was not used and was replace. There was no clinically significant delay in the procedure.

Event description:
It was reported while attaching the stop cock, the flush port broken. Therefore, the device was not used and was replace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported broken flush port thread. There is no indication of a product issue with respect to manufacture, design, or labeling.